Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that the patient had met with a manufacturer representative (rep) today for initial programming, and since the patient had been home, they have been experiencing shocking when changing positions. Caller stated that when patient goes to lay down or stand up, they get a severe shock. Caller said that when the patient lies down, they feel a constant shock the entire time. Caller stated each time the patient bends down or stands back up, they feel a shock. Agent walked the caller through turning the stimulation down on the handset. The patient was redirected to their healthcare provider to further address the issue. Agent sent email to rep for visibility.